Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of unknown. The customer was treated with insulin pump. Customer declined trouble shoot for high blood glucose. Customer stated that sensor had site issues such as blood loss and pain. Customer reported that they did receive medical treatment as a result of the site issue. The device will not be returned for analysis.